Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a pressure sore, pink, and oozing. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed suggested removal of lifevest during day when patient is at home. Follow up indicated that the open wounds improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel